Event description:
It was reported that the patient experienced hyperglycemia with meter-confirmed blood glucose of 347 mg/dl after a breakfast meal announcement did not register, despite no reported infusion set leaks, no occlusions, and no pump alarms or interruptions to insulin delivery; the patient was using a 6 mm, 23" infusion set and completed a full set and supply change with guidance. Symptoms included elevated blood glucose. Outcomes included continued monitoring with a follow-up confirming glucose was trending down. Investigation included troubleshooting and user education via guided set and supply replacement. Investigation of this case revealed no device alarms or confirmed hardware malfunctions and an unclear cause of hyperglycemia, with a potential user-interaction issue related to an uncompleted meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.